Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported that during a laparoscopic pancreatectomy procedure, there were problems opening the device. The device became stuck on the pancreas then it finally released after pressing the release button several times. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
Pt received a defibrillator in 2007. He had a lot of trouble with the leads, and it had to be replaced. The leads had come loose. In 2008, it was replaced with a medtronic model# 694765. Although this is not one of the models recalled, he had the same symptoms and problems with this model. The leads came loose and the device misfired, he said it felt like he got kicked in the chest - several times. I called 911, and he went to the hospital, where they turned it off. There is a lot more to the situation, but I wanted to let the FDA know that model 694765 should be added to the recall list. Dates of use: 2008 - 2009. Diagnosis or reason for use: congestive heart failure.

Event description:
The customer stated error code 1007, unable to process test, activated read failure had occurred several times on the architect analyzer. Replacing the reaction vessel lot resolved the issue. No impact to patient management was reported.

Manufacturer narrative:
Suspect medical device, lot #: additional architect reaction vessel lot 69008p100, device MFR. Date: 9/8/08, expiration date: na the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.